Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally requested a bolus for a carbohydrates value of 40 grams and a blood glucose (bg) value of 153 mg/dl. The customer suspended the incorrect bolus request and entered the accurate value for 25 grams of carbohydrates and a bg value of 153 mg/dl. In addition, it was reported that there was a red mark on the pump touchscreen that was unable to be cleaned off or removed. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.